Manufacturer narrative:
The reason for this revision surgery was identified as a worn insert after 3.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint.a review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the revision was most likely normal wear as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the reverse shoulder prosthesis (rsp) showing to be worn; the surgeon replaced it with a new one. The surgeon had originally thought the stem was loose; he discovered it was worn after opening the patient.